Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and unstable thresholds were noted on the his bundle (right ventricular (rv)) lead. The lead was explanted and replaced in the right ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.